Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Additionally, the wake button was delayed in responding to touch. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer applied more force to the button to resolve issue and continued to use the pump for insulin therapy.